Manufacturer narrative:
Amendment corrected fields: h6 impact codes.

Event description:
It was reported that the patient with this right atrial (ra) suffered from shortness of breath and fatigue lead, so they were examined by x-ray imaging and was this ra lead had dislodged and it caused phrenic nerve stimulation as a result and presented loss of captured. This lead was revised with it remaining in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this right atrial (ra) suffered from shortness of breath and fatigue lead, so they were examined by x-ray imaging and was this ra lead had dislodged and it caused phrenic nerve stimulation as a result and presented loss of captured. This lead was revised with it remaining in service. No additional adverse patient effects were reported.